Manufacturer narrative:
Field service information was not available. Raw data analysis was performed. The raw data analysis identified that the sample had significant amount of abnormal cells that may cause minor interference to the reticulocyte population and resulted in the elevated reticulocyte percentage. The pattern's abnormal features were not enough to trigger the abnormal rbc pattern logic in the algorithm. The algorithm gating in this case was appropriate for this data pattern, root cause is unknown, but may be sample related. The algorithm worked as designed. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous elevated reticulocyte% of 2.41% with no instrument generated flags for a specific patient sample when using the coulter lh 780 hematology analyzer. The test results were determined to be erroneous based on the manual reticulocyte count of 1.18%. The erroneous results were not reported outside the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event. Controls were run before and after the incident and recovered within range.